Event description:
The complainant had an impella cp placed for the support of a 17-year-old patient with question of myocarditis and possible right sided failure. The impella cp was placed and patient was intubated due to the condition. The access site oozed and the team placed a suture to remedy the issue. The pump remained on for support while diagnosis was being made.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system. Section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely use issue since hemostasis was achieved by adding additional suture. G.1 revised MDR reporting contact email since the initial manufacturer device report number 1220648-2024-23184 was submitted.